Manufacturer narrative:
Per the tandem user guide: "never submerge the pump in water or use any other liquid to clean it."

Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. Reportedly, the customer went into the water with the pump on. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to manual insulin therapy.